Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pocket revision procedure, the left ventricular (lv) lead dislodged. The lead was repositioned. Later that evening, it was found the right ventricular (rv) lead had dislodged and was unable to sense appropriately. During the rv lead reposition procedure, the lv lead again dislodged. The rv lead and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.